Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Olympus will continue to monitor field performance for this device.

Event description:
Event found at check as part of reprocessing.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found a whitish crystalized foreign material inside the air/water-cylinder and j-tube, that is attributed to insufficient cleaning. Additional evaluation findings were as follows: there was water invasion to the device. And due to a crack on the scope connector cover unit; water tightness was lost and was leaking. The plug unit was corroded; due to water leakage. The flexibility adjustment ring had a scratch. And due to damage; the flexibility adjustment function did not work. Due to wear of the angle wire; the bending angle in the down direction did not meet the standard value. The charge-coupled device lens adhesive, the grip, the switch box, the scope cover, and the control unit all had scratches, the air/water-cylinder and the suction cylinder had discoloration, the bending section cover adhesive was detached, the forceps channel port had a dent, the adhesive around objective lens had a chip. And the objective lens had a scratch, the plastic distal end cover had a scratch, the connecting tube had a scratch, discoloration, was snaking, and there were defects on the universal cord. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was leaking. It is unknown, when the issue was found. Inspection and testing of the returned device found foreign material in both the air/water tube and j-tube. There was no report of delay or patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.